Manufacturer narrative:
Ethnicity: requested, not provided. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number . UDI: unknown due to unknown lot number. Implanted date: not releasable. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the physician was performing a radial to peripheral procedure. Access was gained in the right radial artery using a 6fr glidesheath slender. The radial artery size was not known however, passed the allen's test. An .035 glidewire advantage and multipurpose diagnostic catheter was used to traverse the aortic arch and down the descending aorta all the way into the right femoral artery. A stenosis was identified slightly distal to the right superficial femoral artery (sfa)/profunda bifurcation in the superficial femoral artery (sfa). A sheath exchange for a 6fr 119cm destination slender was performed however, was experiencing resistance upon insertion. Proceeding intervention of the superficial femoral artery (sfa) lesion was completed with no issues. When the destination slender was being removed it was experiencing significant resistance as well, due to vasospasm in the radial artery. Slightly over half of the sheath was pulled out when it ripped just outside of the patients access site (outside the body) leaving about 10cms of shredded sheath sticking out of the patient and roughly 30-40cms of sheath remaining in the patient. The patient starting bleeding through the sheath and at this point the physician could not pull the sheath any further. This complication went on for 15 minutes or so while they tried intravascular (IV) verapamil, nitro, and a blood pressure cuff to alleviate vasospasm while a tech had to pinch off the sheath to reduce blood loss. The doctor ended up cutting the proximal portion of the sheath off so that we could insert an .035 rx 3.0x40mm balloon inside of the sheath to stop bleeding. At this time vascular surgery and anesthesia were rushed into the room. Multiple attempts to pull the remaining portion of the sheath out were performed without success. The decision was made to put the patient under general anesthesia. After 10-15 minutes of the patient being under, the sheath was successfully pulled out and a tr band was placed to stop bleeding. From the sheath rip to tr band, it took roughly 1-1.5 hours. The patient experienced a hematoma of the radial artery. The patient was stable, without significant injury thus far. The intervention was a success. The estimated blood loss was less than 250cc. The right limb was diseased. The location was the superficial femoral artery (sfa). There was mild calcification and no tortuosity. The lesion length was approximately 40mm. 70 percent diameter stenosis. The referenced vessel diameter is approximately 6mm.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One r2p was returned for product evaluation. The returned sample included the sheath. The sample was subjected to visual analysis. There were signs of stretching on the sheath. The sheath was separated into 2 pieces. The swage band was found to be in place. The first piece (with the hub) was 82.5cm long. The coil on the piece extended past the end of the breakage to a distance of 83.8cm from the sheath hub. There was extended stretching with near the breakage point. The second piece (with the tip) was 82.4cm long. There was no damage to the tip. There was flattening near the breakage point. The complaint can be confirmed for mechanical separation. The exact root cause cannot be determined. The likely root cause is the vessel spasm restricted motion of the sheath. Continued forced withdrawal of the sheath in the face of restricted motion likely led to the breakage of the sheath. The device history record (DHR) could not be reviewed since the lot number was not available. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).